Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the battery to the customer's insulin pump suddenly shuts off. The patient's blood glucose at the time of incident was 12.0 mmol/l. The customer would replace the battery but the off no power alarm would occur. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement and rewind tests. No unexpected off no power alarms were noted. The pump had minor scratches on the display window and a cracked reservoir tube lip.